Event description:
Event description cpi received information that a patient with this implantable pulse generator (ipg) was experiencing syncopal episodes. Interrogation of the ipg in the bipolar mode found that it did not pace or sense but did pace appropriately in the unipolar mode. An invasive procedure was performed to analyze the system. The ipg was exhibiting the elective replacment past (erp) indicator and the magnet rate was 86 ppm. The ipg was explanted.